Event description:
The customer reported that an undetermined amount of clenz (cleaning solution) leaked from the lh500. No erroneous patient results were generated in connection with this event. In addition, no one came in contact with the fluid so there was no biohazard exposure to open wounds or mucous membranes.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found and replaced tubing with a pinhole in it at pinch valve (pv47) to resolve the issue. (B)(4).